Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligation procedure performed on (B)(6) 2024. During the procedure,an error occured, the handle was triggered three times in attempting to deploy the bands, however, the bands could not be deployed. It was tested outside the patient. But it would still not deploy. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h2: correction. Block e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter phone) and block e2 (occupation) have been updated. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligation procedure performed on (B)(6) 2024. During the procedure,an error occured, the handle was triggered three times in attempting to deploy the bands, however, the bands could not be deployed. It was tested outside the patient. But it would still not deploy. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.